Manufacturer narrative:
(B)(4).

Event description:
It was reported that x-ray revealed the left ventricular lead had dislodged. The lead was explanted and replaced. The patient's condition was stable.